Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is bulging out. It was also reported that the pdm battery seems to be losing battery quickly and it is hot to the touch. They also mention that they have dropped the pdm and the screen is cracked.